Event description:
It was reported that an ilet device had a large crack in the screen discovered after sleep, and the display would illuminate but was not responsive, consistent with a screen damage malfunction affecting the user interface. Symptoms included potential interruption of insulin delivery and inability to make meal announcements due to the unresponsive screen. Outcomes included user instruction to shut down the device, use backup therapy, sync data to the mobile app, and return the device. Investigation included troubleshooting and education with the user. Investigation of this case revealed a damaged screen consistent with a physical impact or stress event that rendered the touchscreen nonfunctional while the device powered on. It was concluded that the device experienced a screen failure that compromised safe and reliable operation, and replacement was indicated.